Event description:
This report is being supplemented based on additional information provided by the completed investigation.

Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was not confirmed. The device evaluation found there was image disturbance due to cable failure and white scratches. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, a cable failure had occurred in the actual product. Therefore, it is likely that the video function did not function normally due to the cable failure and "image distortion" occurred. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a scope communication error during preparation for use for an unspecified procedure. There were no reports of patient harm.